Event description:
It was reported that the pt experienced delayed facial numbness and paralysis ten days after surgery. The surgeon prescribed steroids and antiviral medications for the pt. The pt's incision is healing well. The pt is being monitored.